Event description:
It was reported that a home patient experienced a connection issue between the patient connector of a peritoneal dialysis (pd) transfer set and the titanium adapter. The connection issue was further described as the transfer set did not connect tightly to the titanium adapter. This occurred during use of devices for peritoneal dialysis therapy. There was no allegation against the titanium adapter, and the titanium adapter was still in use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to d10: concomitant product : titanium adapter (previously submitted as ni). H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity seal surface testing was performed and no issues or leaks were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.